Event description:
It was reported that the patient presented to the emergency room complaining of dizzy spells. There was intermittent loss of ventricular capture in the bipolar configuration when the ventricular output was programmed to 4.0 v. Lead impedance was 257 ohms. The lead was repositioned, but the patient still experienced syncope. Therefore, the lead was replaced. The patient was pacemaker dependent and had been symptomatic for one year.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.